Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed functional and undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach demonstration smart coil without issue. The reported complaint could not be confirmed. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01214, 2.3005168196-2020-01215, 3.3005168196-2020-01216, 4.3005168196-2020-01217.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01214, 3005168196-2020-01215, 3005168196-2020-01216, 3005168196-2020-01217.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using penumbra smart coils, a penumbra smart coil detachment handles (handles), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached five smart coils into the target location using the handle. The physician then advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician attempted to pull the back end of the detachment zone; however, the smart coil failed to detach. The physician also attempted to break the stainless steel hypotube and subsequently, the hypotube snapped and there was no inner nitinol wire to pull on. Therefore, the smart coil was removed. Then, the physician advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to use a new handle to detach the smart coil; however, the smart coil failed to detach. Therefore, the smart coil was removed. Next, the physician placed non-penumbra coils into the target vessel using the microcatheter. The physician then advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician also attempted to break the stainless steel hypotube and subsequently, the hypotube snapped and there was no inner nitinol wire to pull on. Therefore, the smart coil was removed.